Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material; false positive over temp; real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material. As a result of a recent FDA inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this initial medical device report.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs, the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.